Event description:
The international customer reported the ventilator alarmed with a data acquisition pcb adc failure occurrence. The screen became black and the ventilator shut down. This occurred when the device was in stand by mode. There was no patient involvement.

Manufacturer narrative:
Event date: (B)(6) 2015. MFR date: 03/04/2016. The gas delivery system assembly was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
(B)(4)